Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
After positioning the sds in the target lesion and inflating the sds, the physician found the sds to both inflate and deflate slower than normal. It was also noted that the stent was very difficult to see on fluoro. The stent was successfully deployed, and there was no report of pt injury. Negative was pulled on the sds via a hand-held syringe, but then an indeflator was used to inflate and deflate it. The contrast ratio was 1 to 1, using ultravist 370 contrast.